Event description:
The following information was reported to gore: on (B)(6) 2024, a 7 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) was used in the left external iliac artery for an occlusive vessel. The viabahn® device was advanced over a 0.014¿ command guidewire through a 7 f cook introducer sheath without difficulty. The target treatment site was reached when, reportedly, the deployment line was stuck after pulling it approximately half way with normal force. The physician then cut the hub of the catheter off intentionally to attempt to pull the deployment line all the way without success. The viabahn® device delivery catheter was removed without difficulty and the partially expanded viabahn® device stent graft was left in the patient. The viabahn® device stent graft was able to be successfully implanted with a pta balloon without an issue. The procedure was successful and there were no consequences or impact to the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The risk management file for the vsx device was reviewed and determined to be accurate and complete. No update is required. An assessment was completed to determine if the event conclusions warrant consideration for a CAPA, scar, and/or fir following it was determined that no action is required. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.